Manufacturer narrative:
(B)(4).

Event description:
A report was received that a recently implanted patient was experiencing significant weakness in the leg and difficulty urinating. The patient was admitted in the hospital; a computerized tomography (CT) myelogram was taken and results showed an epidural hematoma. The patient was given a high dose of steroid and had regained the strength. The physician confirmed that all the patient's symptoms were resolved by the high dose steroids. The patient was doing well.